Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a vizigo and the whiteish material looks like an extracted thread of some plastic issue occurred. During the removal of the catheter from the body (vizigo), the catheter was placed on the sterile drape for later use. Among other items, sterile compresses were also present there. Before the catheter was reinserted, the user noticed that a bundle of thread-like material had formed around the arms. The user cannot explain the origin of this thread-like material. The catheter was replaced. The procedure was not delayed due to the reported issue. The procedure was completed successfully. No patient consequence. Removed easily without additional intervention. Fragments were discovered on the arms of the catheter, after which it was pulled out of the body. However, it is not known whether this thread-like material was created inside the heart, during insertion or when it was pulled out of the sheath. Or whether they were created by material on the sterile table. No incidents at the time of the event and immediately afterwards. Additional information was received on 27-mar-2025. It was a whiteish material and looks like an extracted thread of some plastic. It was loose with movement like a ball of wool. The issue was noticed before insertion the second time. Only the sheath without the dilator is available. The physician did not feel any resistance while introducing or retracking the catheter from the sheath. The damage did not result in any lifted or sharp rings. Additional information was received on 31-mar-2025. Did not notice the thread material in the device right after removing it from the patient. It was noticed before inserting the catheter the next time. The device was not inspected after removing it from the patient. It was not inspected until before inserting the catheter the next time. The sterile compresses were near the section where the thread material was found; however, the material looks like a single long thread, not a mesh. The thread material appears more like plastic. This event was originally considered non-reportable, however, bwi became aware on 27-mar-2025 that the material in question was identified as whiteish material looks like an extracted thread of some plastic and have reassessed the event as reportable under the vizigo. The awareness date for this record is 27-mar-2025.

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a vizigo and the whiteish material looks like an extracted thread of some plastic issue occurred. The device evaluation was completed on 23-jun-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that the shaft was bent, the dilator was not returned for investigation. An inspection of the inner walls of the shaft was performed and the liner material of the vizigo was found torn off the inner walls of the sheath at the hub area. A microscopic inspection was performed on this area and scratch marks were observed on the torn polytetrafluoroethylene (ptfe) liner. The detachment of the ptfe could be related to the interaction of the sheath with the octaray device used during the procedure, as it was found polyflurothetraetylene (ptfe) on the device, which is an internal component of the inner walls of the carto vizigo sheaths. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the torn off material could be related to the interaction of the sheath and the catheter during the procedure; however, this could not be conclusively determined. The shaft bent condition could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001825581